Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 03/2020).

Event description:
It was reported that approximately three months post placement of the port catheter on the left upper chest and medial to the border first rib via the left subclavian vein, the patient was returned to the hospital for chemotherapy, however, during saline infusion the health care provider allegedly identified a subcutaneous infiltrate approximately 5 cm above the catheter and which was then confirmed on the diagnostic imaging. Reportedly, an x-ray allegedly demonstrated a catheter break with the migration of the one segment of the catheter into the right atrium. It was further reported that after an unsuccessful attempt of removal of the migrated segment under interventional radiology (ir), the patient was transferred to the tertiary care center for removal of the device. The patient was reportedly stable after the removal of the device.